Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, there was an issue with certificate not connecting to hstv and other urls. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI), section e other occupation. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer installed a new certificate and now is having problem in connecting to hstv and other urls. A technical support specialist (tss) dialed into station and found that the pes certificate had expired. Tss identified a valid certificate expiring in 2026 and bound it to pes. Tss ensured the certificate was present in both personal and trusted root certification stores. Tss updated bindings for pyxis-identity-server and pyxis-platform-services via the config-ids.bat file. Tss accessed rb-pyxis-rpt via rdp and found an incorrect certificate bound to the idm ssl website. Tss located the correct certificate and bound it to pes and verified that the 'iis apppool\idm3.stspool' user was added to the certificate with full control unchecked. Tss ran iisreset and confirmed access to pes, hstv, and medview. Tss informed user of the update and customer confirmed that issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, there was an issue with certificate not connecting to hstv and other urls. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.